Manufacturer narrative:
The device was received in end of life (eol). Device image analysis indicated average monthly voltage and current trends were normal. No high current drain to suspect premature battery depletion was noted. Device output and stress tests were performed and did not find any anomalies. Longevity assessment was performed, and the device exceeded the projected longevity based on the field settings. The reported event of premature battery depletion was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow up, upon interrogation, the device was found to have reached the elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.